Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: unknown. Health professional: unknown. Occupation: others. PMA/510(k) - k122590, k163004. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. Review of the manufacturing record and the product release decision control sheet of the involved product code/lot# combination confirmed there were not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the balloon, blocked on wire. Access via right femoral artery, puncture with mini guide wire, crossover intervention, occlusion of superficial femoral artery. Recanalization of the superficial femoral artery (sfa) with glidewire advantage (gwa) 18/300. Insertion of a passeo 18 balloon (4/60). The balloon got stuck on the wire, so both products had to be removed. When removing the balloon the hydrophilic coating was damaged. The wire removed as 1 piece. The coating was damaged but no pieces have been left inside the patient. A new wire (gwa 18) and a new balloon were used. The patient was eventually treated as intended. There was no harm to the patient. It is unknown if there were any other devices or equipment used during the reported event.

Manufacturer narrative:
This report is being submitted as follow-up no. #2 to update section h3, and to provide the completed investigation results. Inspection of the actual sample: - visual inspection found peeling of outer layer in the section approximately 45 mm - 65 mm from the distal end (approximately 20 mm in length). - magnifying inspection found that the peeled outer layer was fractured and approximately 20 mm in length was turned back at approximately 45 mm from the distal end in the distal direction. The core wire was exposed. A part of the peeled outer layer overlapped the normal part approximately 7 mm. There was no anomaly such as peeling of the outer layer in other parts - electron microscopic inspection found that the fracture end of outer layer was in a shape that looked like it has been torn off. Scratches were observed in the vicinity of the fracture. From this, it was inferred that a hard object came into contact with this part. - magnifying inspection found that the end of the turned-back outer layer was found almost matched in terms of shape with the fracture of the outer layer at approximately 65 mm from the distal end. From this, it was inferred that no portion was missing from the outer layer of the actual sample. Function check of the actual sample: - outer diameter of hydrophilic coating section was confirmed to be within our control standards, no anomaly was found. - outer diameter of ptfe coating section was confirmed to be within our control standards, no anomaly was found. Simulation test 1. A factory retained guidewire was used in combination with a metal needle. As a result, the outer layer was exposed to the metal needle and scratched. 2. When a factory-retained balloon catheter was inserted over the guidewire, its distal tip was caught in the scratch of the outer layer. 3. When the insertion of the balloon catheter in that caught state was continued, the outer layer of the guidewire was turned back in the distal direction. 4. The turned- back outer layer eliminated the clearance between the balloon catheter and the guide wire, causing the balloon catheter to become stuck. 5. The guidewire was removed and inspected with magnifier. The core wire was exposed, and the outer layer was fractured and turned back in the distal direction. The state of the test sample was found similar to that of the actual sample. Based on the investigation results and the simulation test result, it was considered that this incident occurred due to the following mechanism as one of the possibilities. 1. Scratches were caused on the outer layer by a hard object (e.g. Metal needle) having come into contact with the involved part of the actual sample. 2. When the balloon catheter was inserted over the actual sample in the state of (1), the distal tip of the balloon catheter was caught in the scratches, causing the outer layer to turn up. 3. When the insertion of the balloon catheter was continued while the actual sample was the state of (2), turning up of the outer layer in the distal direction progressed. 4. The peeled-up outer layer eliminated the clearance between the balloon catheter and the actual sample, resulting in the sticking state. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up # 1 to correct sections d9 and h3.